Event description:
Our office in (B) (4) indicated a male pt experienced a red and uncomfortable eye while using complete multipurpose solution to care for contact lenses. There was no indication that the pt sought medical treatment.

Manufacturer narrative:
Chemistry eval results of complaint unit were within specs. Microbiology eval of complaint unit showed the solution to be no longer sterile. Microbiology eval of retained unit from the reported lot showed the solution to be sterile. The root cause has not been identified.